Event description:
The dentist reported that abutment screw fractured inside the implant. Implant was removed.

Manufacturer narrative:
Upon visual inspection during of the investigation, the based on dimensional inspection the iuniht was not consistent with its drawing, but it was rather consistent with ilrght. The large abutment screw was fractured. Only top part of the screw returned. The complaint was confirmed. The lot number was not provided; therefore, a device history record review could not be completed. A definitive root cause has not been determined.